Manufacturer narrative:
As only homozygous cells reacted by gel method, unable to rule out sample as the cause of the unexpected result. Customer is continuing with validation and will notify immucor if any other issues occur.

Event description:
On (B)(6) 2016, an immucor field personnel reported an unexpected negative results which occurred at a customer site when testing a sample using capture-r ready-screen 3 (crrs 3) and capture-r ready-ID (crrid) on a galileo echo instrument. Testing was performed on (B)(6) 2015 during validation of the echo. Patient had anti-fyb as identified by a reference lab.